Manufacturer narrative:
Additional information received from tandem clinical diabetes specialist indicated that the customer is "ok" with the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose level of 402 mg/dl. The customer did not think that the pump was delivering the insulin properly. The customer reported no pump alarms. A correction bolus was delivered to address the bg level. The customer's healthcare provider also increased the basal rate, but that did not seem to lower the bg level. Tandem customer technical support (cts) had the customer perform a system check and the pump functioned as expected. The customer declined cts's offer for further troubleshooting.